Event description:
The customer contacted baxter's technical service center regarding a check supply line alarm, which occurred on the homechoice (hc) during use during refilling the heater in fill. The baxter technical service representative (tsr) had the hp push spike into the supply bag and half twist. The hp stated that the spike made a "click" when they pushed it into the bag port. The hc restarted refilling. The hp stated that the solution was flowing into the heater bag then. The tsr had the hp break the supply bag seal with the spike to clear the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. Follow up with the homepatient revealed that they did not push the spike in the bag completely. Once she was assisted over the phone she was able to continue with therapy. The patient does not recall the lot number of the supplies. The patient stated that she is doing well with her therapy.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to user error - incomplete connection. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.